Event description:
Customer reports via phone that during a cardiac cath procedure, contrast sprayed out the tip of the syringe connection. No pt or staff injury. Syringe was connected to a namic hp tube, which was connected to a boston scientific 5fr, 110cm pigtail catheter. Injection protocol used was 12ml per sec for volume 30ml volume.

Manufacturer narrative:
Manufacturer report: root cause identified: no root cause can not be determined since defect was not confirmed. The sample does not show any visual problem. Conclusions: device history record for final product was reviewed and no discrepancies were found. Device history record from molding area for lock nut p/n 900135 lot number 330451 was reviewed and there are no nonconformance reports. Pressure test was not performed since this sample is not in a condition to be functionally evaluated. During the manufacturing of this part number quality dept performed a pressure test with 1300 psi according to the instruction number and all the samples pass this test. This pressure applied at 1300 psi is greater than the pressure used (75-1200 psi) by the customer. Corrective actions: no corrective actions will be applied.